Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex of the patient. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 1 month post implant of perfix plug, patient was diagnosed with adhesions thereby underwent revision surgery. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: a3 (sex) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with direct left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the significant direct hernia defect was identified. A small cord lipoma was removed. The hernia was repaired using perfix plug and sutured at the pubic tubercle. Inferiorly the mesh was secured to the inguinal ligament. Superior medially it was secured to the conjoined tendon. The tails of the mesh were passed around the spermatic cord and recreated an appropriately sized internal ring which was secured with a suture.¿ (B)(6) 2017 - patient was diagnosed with adhesions thereby underwent laparoscopic repair. Per operative notes, ¿adhesions were somewhat dense and significant in the left lower quadrant of the abdomen likely from prior hernia repair were dissected free and varicocelectomy was performed.¿ (note: there was no mention/visualization of perfix plug in the procedure) attorney alleges that the patient had adhesions, pain and suffering.